Event description:
It has been reported to philips that the l-arm cable duct was cracked and hanging down. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the l-arm cable duct was cracked and hanging down. Upon troubleshooting with the customer, the rse reviewed the images sent by the customer and determined that the l-arm cable duct was cracked and had frequently detached. The customer took the system out of use and secured the broken duct with belt tighteners to prevent it from falling completely and to avoid further damage. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse found that the metal cable duct was cracked and hanging down from the system. To resolve the issue, the fse replaced the broken l-arm cable duct. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.